Event description:
The customer reported to olympus suction was blocked on the evis lucera elite colonovideoscope. The issue was found during reprocessing. Inspection and testing of the returned device found white crystallized contamination believed to be an infacol (simethicone) type product evident within the air and water channels. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found white crystallized contamination believed to be an infacol (simethicone) type product within the air and water channels. The following additional findings were recorded: light cover glasses chipped, light cover glasses adhesive worn, optical cover glass chipped, optical cover glass adhesive worn, distal end adhesive worn, light guide tube had minor delamination evident, plug body - probe unit loose, angulation was out of specification, angulation was play, air/water channel volume was out of specification, and the electrical safety test failed. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, it was confirmed that a white residue in the air/water channel. There was no physical damage to the part where the foreign matter remained and there were no obvious deviations in reprocessing. The detection method is described in the instruction manual gif/cf/pcf-290 series operation manual chapter 3 preparation and inspection. Instruction manual gif/cf/pcf-290 series operation manual 3.8 inspection of the endoscopic system states :"nothing other than sterile water should be used for air/water feeding. No additives should be put into the sterile water. Non-sterile water may cause preventive measures are described in patient cross-contamination and/or infection." Olympus will continue to monitor field performance for this device.